Event description:
Information was received that this left ventricular (lv) lead exhibited increased threshold measurements to 4v. Loss of capture was noted, but there were no pauses in pacing as the patient has an intrinsic rhythm. There was a concern of lead fracture. The lead was surgically abandoned and replaced. No adverse patient effects were reported.